Manufacturer narrative:
The pump was tested by the manufacturer and operated within specifications.

Event description:
Reportedly, in 2004, the device was programmed to deliver "5 to 6" cc of ampicillin in 10cc bd syringe over 30 minutes, all was delivered in 15 min. No patient injury.